Event description:
Summary: patient presenting persistent drainage and wound dehiscence 2 weeks after three stage spinal fusion procedure. First operative procedure: a left sided anterior retroperitoneal approach was performed to the l5-s1 segment. Disc material was removed from the endplates. An existing peek tlif spacer was identified and noted to be loose as expected consistent with a pseudoarthrosis. Scar material was removed from around the tlif spacer before removing the peek spacer. Additional fibrous scar tissue from the end plates of l5 and s1 considered associated with the pseudoarthrosis was removed. Next, a bilateral neural foraminotomy was performed. There was rather severe stenosis bilaterally due to a combination of disc space collapse but also fibrous tissue from the pseudoarthrosis. The decompression was much more involved than what is usually required for an anterior lumbar interbody fusion by itself and required significantly more time to perform. This was due to the removal of the peek tlif spacer and high-grade foraminal stenosis noted bilaterally. A 16 mm peek spacer was then packed as tightly as possible with an allograft bone matrix before placement into the l5-s1 disc space. Screws were placed through the spacer into both the ls and s1 vertebral bodies. A 4-hole anterior plate was used. The 4 holes were drilled and four 30 mm screws were used to fix the plate across the l5-s1 segment augmenting the fusion. Second operative procedure an annulotomy was created at the l2-3 area. Disc material was removed from the endplates. Once all disc material had been retrieved the contralateral annulus was divided. The endplates were prepared for interbody fusion. A porous peek spacer measuring 12 mm x 50 mm x 22 mm was then packed with allograft bone matrix. This peek spacer was then malleted into the l2-3 disc space. A 2-hole plate was placed to help augment the fusion of l2-3, held into position using screws with a 45 mm screw into l2 and a 35 mm screw into l3. The wound was then irrigated thoroughly before skin closure using mastisol and steri-strips. Third operative procedure: posterior spinal fusion t10-s1 first bilateral wiltsey incisions spanning l3 to s1 were created. We then exposed the l3-4, l4-5, and l5-s facet joints. The capsules were destroyed using bovie cautery exposing as much bone as possible. The high-speed burr was then used to decorticate the facet joints, destroying as much of the facet cartilage as possible. The lateral pars region and the transverse processes were also decorticated. The locally obtained autograft bone was left in situ in the posterolateral gutter. This constituted a posterior fusion of l3-4, l4-5, and l5-s1. Next a jamshidi needles was used to cannulate the pedicles of l4 and ls bilaterally. Pedicle screws were placed, 6.5 mm x 50 mm screws were placed into each of the pedicles. Next, dissection was carried out laterally in the thoracic spine exposing the interlaminar spaces from t10 down to l2 including the transverse processes of l2. New instrumentation was placed to span the thoracolumbar junction. 6.5 mm screws were used at each level. The screws bilaterally at t10, 11, t12. And l1 all measured 6.5 mm x 50 mm. A screw was also placed on the right side at l2 measuring 6.5 mm x50 mm. Fluoroscopy was used to confirm adequate position of all of the screws. The wiltsey incision was extended slightly more distal to allow access to the pelvis. Pelvic fixation was placed using 9.0 mm x 90 mm screws. Rods were placed to span the screws bilaterally. The rods were then held into position using a series of set screws. The high-speed burr was then used to decorticate the transverse processes of l1, l2, and the remaining facet areas across the thoracolumbar junction including decortication of the interlaminar areas in the thoracic spine. The locally obtained autograft bone was left in place as bone graft and combined with allograft bone matrix called ossdsign catalyst along with allograft bone chips packed in the interlaminar space from t10 to approximately l2. This constituted a posterior fusion with instrumentation from t10-s1. Reported complication: the patient presented back to the office with persistent drainage and wound dehiscence from thoracolumbar wound. An irrigation and debridement of the seroma was performed to prevent the formation of an infection. The posterior thoracolumbar wound had dehiscence in the inferior half of the incision with a couple of open areas measuring close to a centimeter. There was seromatous drainage noted actively leaking from the wound. There did not appear to be any signs of infection. The incision was then reopened. The immediate subcutaneous tissues were filled with the bone graft material that was previously placed much deeper in the interlaminar area of the thoracic and upper lumbar spine. The fascia closure was noted to be compromised in a couple of areas allowing the graft material to extrude into the soft tissues. No visible signs of infection. Pulsatile lavage to was performed to thoroughly irrigate the entire thoracolumbar wound. All of the extruded bone graft material was washed from the wound and debrided if necessary using curettes and a rongeur. After thoroughly debriding and irrigating the entire wound, it was explored extensively without finding any signs of infection. The fusion was revised with more bone graft. Using the high-speed burr, the posterior aspect of the spine from t10 down to l2 was burred. Once decorticated with the bur, the area was packed with allograft bone chips mixed with an allograft bone matrix. This bone graft mixture was packed as tightly as possible into the interlaminar areas from t10 down to l2. The locally obtained autograft bone was also left in situ. This constituted a posterior spinal fusion from t10-l2. After ensuring adequate hemostasis, the fascia was reapproximated using a 2 vicryl as well as #1 vicryl. Immediate subcutaneous tissues were dosed with 2-0 vicryl. Skin closure was then accomplished using a running 2-0 nylon stitch. Sterile dressings were then applied. The patient was then carefully rotated supine onto a hospital gurney, extubated, and sent to the recovery room in good stable condition. Blood loss was minimal. The patient tolerated the procedure well. No further complications have been reported as of writing of this report.